Event description:
It was reported that their st holsters rear rotation knob will not turn their probe, and they are receiving consistent green cable error codes. Case was cancelled and the patient will be rescheduled.